Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('menstrual symptoms') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), muscular weakness ("loss of strength in hands"), bone pain ("bone pain"), alopecia ("hair loss") and memory impairment ("forgetfulness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menstrual disorder, myalgia, muscular weakness, bone pain, alopecia and memory impairment outcome was unknown. The reporter considered alopecia, bone pain, memory impairment, menstrual disorder, muscular weakness and myalgia to be related to essure. The reporter commented: after the essure insertion, various physical symptoms and other things developed. Due to certain conditions, she had now been rejected for work and can no longer work. Since then, she has had follow-up treatments and the foreign body material has been removed. As a result of the symptoms, she was being hindered in her normal daily functioning, and suffered damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('menstrual symptoms') in a female patient who had essure (batch no. 654843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), muscular weakness ("loss of strength in hands"), bone pain ("bone pain"), alopecia ("hair loss") and memory impairment ("forgetfulness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menstrual disorder, myalgia, muscular weakness, bone pain, alopecia and memory impairment outcome was unknown. The reporter considered alopecia, bone pain, memory impairment, menstrual disorder, muscular weakness and myalgia to be related to essure. The reporter commented: after the essure insertion, various physical symptoms and other things developed. Due to certain conditions, she had now been rejected for work and can no longer work. Since then, she has had follow-up treatments and the foreign body material has been removed. As a result of the symptoms, she was being hindered in her normal daily functioning, and suffered damage. Lot number: 654843. Manufacturing date: 2009-07. Expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('menstrual symptoms') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), muscular weakness ("loss of strength in hands"), bone pain ("bone pain"), alopecia ("hair loss") and memory impairment ("forgetfulness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menstrual disorder, myalgia, muscular weakness, bone pain, alopecia and memory impairment outcome was unknown. The reporter considered alopecia, bone pain, memory impairment, menstrual disorder, muscular weakness and myalgia to be related to essure. The reporter commented: after the essure insertion, various physical symptoms and other things developed. Due to certain conditions, she had now been rejected for work and can no longer work. Since then, she has had follow-up treatments and the foreign body material has been removed. As a result of the symptoms, she was being hindered in her normal daily functioning, and suffered damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('menstrual symptoms') in a female patient who had essure (batch no. 654843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), muscular weakness ("loss of strength in hands"), bone pain ("bone pain"), alopecia ("hair loss") and memory impairment ("forgetfulness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menstrual disorder, myalgia, muscular weakness, bone pain, alopecia and memory impairment outcome was unknown. The reporter considered alopecia, bone pain, memory impairment, menstrual disorder, muscular weakness and myalgia to be related to essure. The reporter commented: after the essure insertion, various physical symptoms and other things developed. Due to certain conditions, she had now been rejected for work and can no longer work. Since then, she has had follow-up treatments and the foreign body material has been removed. As a result of the symptoms, she was being hindered in her normal daily functioning, and suffered damage. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.